Manufacturer narrative:
This is one event for the same pt involving three separate products and associated with mdrs # 1225714-2013-01737 and 2937457-2013-00124.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2012 after the use of the product.